Event description:
It was reported that the patient was admitted to the hospital due to diaphragmatic stimulation and complete heart block. The right ventricular lead exhibited high threshold; the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.